Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD) was electively replaced due to an advisory issued on this model device. During the same procedure, this lead was surgically abandoned as the impedance was out of range.